Manufacturer narrative:
Findings: unit alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Unable to complete functional test including occlusion test, prime/a33 test, and excessive no delivery alarm test due to a33 alarm. However, motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
It was reported that the customer's insulin pump had an a33 alarm during the priming process. His blood glucose was 120mg/dl at the time of reporting. Troubleshooting discovered that the device was stuck in the rewind sequence. The insulin pump is being returned. No additional information was reported.